Manufacturer narrative:
The exact date of the event is unknown; however, it was reported that the event took place in (B)(6) of 2018. The complainant was unable to provide the suspect device upn and lot number. Therefore, the manufacture date and expiration date are unknown. User facility reference number: (B)(4). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on september 24, 2019 that a flexiva laser fiber was used in a cystourethroscopy with ureteroscopy and pyeloscopy with lithotripsy include insertion of indwelling ureteral stent procedure performed on an unknown date. According to the complainant, during the procedure and outside the patient, the laser fiber broke and the broken end which was hot came in contact with the patient's drape. Reportedly, a needle-sized burn on the medial aspect of the right knee of the patient was noted. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.